Event description:
In a 2001 e-mail from a distributor salesman, salesman notes the following: six physician customer users of the perma-seal graft had a high rate of thrombosis with one peri-graft hematoma and one infection. There is no indication of the number of grafts implanted, or the number that occluded, nor any info regarding pt selection, peri-operative managment, or graft handling.